Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited loss of capture. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not provided.